Event description:
Technical services received a call on 8/9/11. Caller stated there was inappropriate atrs due to atrial farfield sensing. Technical services asked what is blanking. Representative stated 65. Representative states that they decreased sensitivity to 1.5 in atrium. Technical services stated that you could then atrial undersense and that would cause problems for discriminators. Would extend blanking. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).